Event description:
It was reported that the patient experienced a loss of therapeutic effect which started 3 weeks ago when she bent down for a ''period of time'' and then noticed a small ''bulging'' area over her lower back/tail bone area the next day. It was noted that her physician was going to evaluate the bulging area. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information received reported that the patient did not have any concerns with their device and/or therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).